Event description:
Per the clinic, the patient experienced poor magnet retention with the device. Subsequently, the patient was treated with topical steroid daily for one week and then once every four weeks (specific date not reported) to encourage skin flap thinning. The implanted device remains.